Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range. Analyst commented, on (B)(6) 2015, rv coil impedance spiked to 16382 ohms from an impedance range of 60-80 ohms. Impedance values remained high. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead coils superior vena cava (svc) and high-voltage 'b' (hvb) were observed with high impedance. The rv lead was replaced, and remains in the patient. No patient complications have been reported as a result of this event.